Manufacturer narrative:
An event of patient effects pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a 25 amulet was successfully implanted. Then, patient was re-admitted to the hospital and diagnosed with a pericardial effusion lead to cardiac tamponade. A pericardiocentesis was performed with 450ml of fluid drained. Based on the information received, the cause of the reported incident could not be conclusively determined.na

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluders was successfully implanted on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. An atrial flutter was noted at the time of procedure. The left atrial pressure was noted at 11. The patient's activated clotting time levels were greater than 400. On 12 (B)(6) 2024 the patient presented with a cardiac tamponade and was readmitted to the hospital. A pericardiocentesis was performed with 450ml of fluid drained. The patient status was stable.